Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the 8100 had flow block message during patient side occlusion test was identified during the customer call. The tech support instructed the customer to connect pcu to alaris system maintenance software manually by holding tamper switch. Flow block error message was resolved. Case closed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had flow block message during patient side occlusion test. There was no patient involvement.